Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tka surgery was performed on (B)(6) 2018. The surgeon recognized that the mispositioning of the tibial tray was implanted with wrong position (misalignment about 20 degrees of rotational alignment) after the implantation of the femoral component and tibial tray. Thus, the surgeon removed both femoral component and tibial tray, and the scraped the cement adhered to the bone. Then, the surgeon tried to implant femoral component and tibial tray with correct rotation position. There was about 60 min. Surgical delay. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.